Event description:
The light cable was placed on the patient belly button then the skin got burned. The light was not turned off, the light setting was 100.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: light cable, optics, leds, main board, jaw assembly, bent esst contact, inconsistent esst contact, cable pull out, camera head, firewire cable, software, front board, power supply, thermal switch, ac inlet board. Use errors: the product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
The light cable was placed on the patient belly button then the skin got burned. The light was not turned off, the light setting was 100.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Information available indicates the device was a stryker endoscopy light cable, however the exact device could not be confirmed.